Event description:
Small round, blue protective end cap presents potential choking hazard. If cap is not firmly seated, it will come off when plunger depressed, if user failed to remove cap before administering. Our facility stopped supplying the end-caps to departments using the device.